Event description:
It was reported that the ilet bionic pancreas generated alert code 69 indicating an algorithm data parity check malfunction, after which the user was instructed to shut down the device and revert to backup therapy while a replacement was arranged. No reported symptoms or effect on blood glucose. Outcomes included the user continuing glucose monitoring with a dexcom g7 and maintaining therapy using backup methods without interruption. Investigation included review of the device alert, device replacement logistics, and plans for data synchronization prior to return. Investigation of this case revealed a device malfunction consistent with an internal algorithm data integrity fault. It was concluded that the device experienced a malfunction affecting the algorithm data check, and replacement was provided with instructions for return and setup of the new device.